Manufacturer narrative:
Concomitant medical products: 3ml bd syringe of 0.9% sodium chloride injection, usp (bd 3ml, lot 804411c, ref 306508, exp: 2021-2-12); green curos swab cap. The customer¿s report that the tri-fuse leaked was confirmed. Visual inspection showed that one of its female luer components had multiple vertical hair line cracks that measured approximately 0.0390 to 0.1230 inches long. The cracks were observed to be running parallel to the direction of fluid flow. No stress/ tool marks were observed on the cracked luer. During functional and pressure testing a leak was observed as fluid flowed through one of the cracks. The root cause of the cracks was not definitively determined.

Event description:
The customer reported that the tri-connector used to connect the fluids to the PICC appeared to have leaked which prevented the fluids from running through the tubing properly. The clinician changed the connector resulting in no further complications. A hct was performed and was within normal limits. There was no patient harm.